Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Functional testing of the device was performed. A short simulated therapy was performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke was observed emitting from the power cord of a homechoice machine during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.